Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported the patient was just implanted with an implantable neurostimulator (ins) and when they got out to the parking lot they came back in with horrible pain. It was noted the patient was feeling it in their back like they were getting electrocuted. It was further noted the patient was admitted to the emergency room. It was noted the ins was at 4.0 volts and the healthcare professional was able to turn the ins off. Additional information was requested, but was not available as of the date of this report.